Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the hospital for ketones and high blood glucose. The mother stated that her son is going thru puberty and she believes he may have something to do with it. The blood glucose reading at time of call was 334mg/dl. No further information was provided.